Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received unspecified high reading on the sensor and experienced "sweating and blurry vision". An ambulance was called and the customer was treated with oral glucose by the hcp. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
(Sensor serial number) has been updated based on the returned product. Sensor 0m0008dlwwh has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in state 5 (indicating normal termination). Removed sensor plug and inspected the plug assembly, no issues were observed. The sensor was reprogrammed, and the current was applied to perform linearity testing while in the test fixture. All results were within specification, and no malfunction or product deficiency was identified.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received unspecified high reading on the sensor and experienced "sweating and blurry vision". An ambulance was called and the customer was treated with oral glucose by the hcp. There was no report of death or permanent impairment associated with this event.